Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) has a blood back issue. Users surfaced blood in helium line (catheter extender) while on patient.  Users retrieved catheter.  Patient tolerant without iabp therapy, so no attempt made to continue therapy. Users determined catheter ruptured. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional contact information:(B)(6). A getinge field service engineer (fse) says users surfaced blood in helium line (catheter extender) while on patient. Users retrieved catheter. Patient tolerant without iabp therapy, so no attempt made to continue therapy. Users determine catheter ruptured. Also blood on circuit, fse unable to complete a function check on unit. Physically identified blood in the blood detect/purge line and condensation removal module (crm).no traces of blood identified in the fill line. Blood infiltrated through purge line right to the air/water filter before purge manifold, just passed the blood detect sensor. Unclear however whether blood made it to purge manifold. No blood identified on the back of safety disk nor on the drive manifold output. Identified moisture on transducers however no blood. Solenoid driver board voltage readings within tolerance, including blood sensor at 1.25 volts. Blood detection test completed, thus blood detection sensor functional. Unable to identify blood detect alarms in the logs, all attached for reference, including hardware parts soiled with blood. Provided customer with quote, and ordered parts overnight. Fse replaced tubing, blood detect, iabp, purge valve assembly, iabp, assy crm, assy, safety disk. Noteworthy, solenoid driver board blood detector circuitry within range at 2.7 and 1.25 volts, respectively. Replaced solenoid driver board as a precaution given the lack of a blood detected alarm, as a precaution. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. Noteworthy, only solenoid driver board will be returned for evaluation. All other parts contaminated with blood, thus dispose onsite. Customer opted to keep catheter onsite for independent evaluation, as opposed to provide getinge with the disposable in question for evaluation. Disposable inside bio hazard bag with blood, thus unable to retrieve catheter lot and serial number. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. Unit returned to customer. There is an involvement of the patient during this incident. The failure analysis and testing dept. Received part number exch pcb, solenoid driver with a reported unit failure of a blood back issue. Please note: the solenoid driver board was not contaminated with blood and only replaced as a precaution. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed exch pcb, solenoid driver into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The solenoid driver board voltages met factory specifications. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev.ar. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.